Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient continued to complain of minimal to zero efficacy from pump after increased dosing. The patient had less than 50% therapy relief. On (B)(6) 2014, (B)(6)(rep): the patient was having lack of efficacy from pump therapy. Their pain level was at a "8-9." Physician completed dye study (date unknown)and identified area that appeared to be a kink. It was reported there was an occlusion located at the distal segment of the catheter. During replacement surgery the physician had aspirations issues. The physician was unable to aspirate from the catheter access port (cap) or spinal end of catheter once pump-spinal end disconnected in operating room (o.r.). There was blood in catheter when removed. Catheter was also twisted behind pump. When spinal segment and pump segment were separated, catheter did not clear even with aspiration attempt. The catheter was removed and replaced. The medication was replaced at the time of catheter revision, back table prime and only catheter was primed post-operatively. The manufacture representative saw the patient after leaving pacu and the patient reported their pain level was at a "5." The patient was in the hospital "x2 days." On (B)(6) 2014, the patient's wife reported the patient was visibly more comfortable, reported pain level at "3-4" and reduction in oral medication for breakthrough pain decreased by 50%. The pump system was delivering dilaudid. The patient's status at the time of report was alive-no injury.